Event description:
During re-evaluation of the cannula position and sutures due to bleeding problems, the left side flows of a bivad dropped from 4.9 l/m to less than 1.0 l/m. The event occurred when the patient was moved from the ICU bed to the o.r. Table. Left side flows ranged from 0 l/m to 1.2 l/m. "Low pressure-low flow" and "high pressure-low flow" alarms were indicated. The atrial and ventricular bladders of the blood pump remained nearly full. Right side flows remained stable. After approximately 30 minutes of examination looking for possible kinks which were stated not to be found in the cannula, the manual foot pump was used with no improvement. The console was turned off then back on with no improvement. The console was turned off then back on with no improvement. Dr. Officially called expiration of patient at 11:30 am.